Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the customer informed the intuitive technical support engineer (tse) that left and right instruments rotated after the endoscope was installed, and the surgeon could not move the endoscope for a while during surgery. The customer reported the issue was resolved. The tse found error 282 in the logs pointing to universal surgical manipulator (usm) 2 and advised the customer to check the sterile adapter (sa) on usm 2. The tse explained that the rotation was due to the guide tool change (gtc) of the scope. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was resolved without any action. The issue did not involve a reversed control on system arms. The endoscope possibly moved freely with uncontrolled motions. There was no patient injury due to the issue. The endoscope will not be returned.

Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The customer found error 282 in the logs pointing to universal surgical manipulator (usm) 2 and advised the customer to check the sterile adapter (sa) on usm 2. The tse explained that the rotation was due to the guide tool change (gtc) on the endoscope. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.